Event description:
A customer reports a defective scanner. No patient harm reported.

Manufacturer narrative:
During the onsite investigation, the service tech replaced the scanner. Root cause was determined to be a faulty scanner. (B)(4).